Event description:
Pt was revised to address dislocation.

Event description:
Update rec¿d (B)(4) 2014 ¿ medical records received. After review of the medical records the revision operative note indicated the patient experienced a possible alval response. There is no new additional information that would affect the existing MDR decision.

Event description:
Update 1/2/2015 & 1/5/2015- medical records received. After review of the medical records for MDR reportability, the was a x-ray report from (B)(6) 2008 confirming dislocation of the left hip. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/21/2015.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and /or additional information be received to change the outcome of the performed investigation , the complaint will be re-opened.

Manufacturer narrative:
The report states: patient was revised to address dislocation. Doi (B)(6) 2008 - dor (B)(6) 2009 (left side). Update: (B)(4) 2011 - litigation papers received. The lawsuit alleges that during the revision surgery the surgeon found that the patients hip implant had failed due to an immunological reaction to the metal fragments that the implant had created. For example, the surgeon found an abundance of yellow synovial fluid. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. . It is known that, among others, allergic reaction to metals is one of the warnings and precautions in device labeling. It is not known if any pre-surgery testing for metal allergies was performed for this patient. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis and metal wear.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.